Manufacturer narrative:
.

Event description:
It was reported that the patient presented for follow-up due to phrenic nerve stimulation and some discomfort. The rv lead exhibited increased thresholds and decreased sensing. Fluoroscopy revealed that the lv and rv leads had dislodged. The rv lead was explanted and replaced. The patients condition was good before and after the event.